Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed as the receiver power drops once connected to the charger. A receiver boot test was performed and passed. Functional tests were not performed as the receiver power drops once connected to the charger. An internal visual inspection was performed and passed. The receiver log was not downloaded for reviewed as the receiver power drops once connected to the charger. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.